Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A physician reported that during a laser iridotomy procedure the laser energy was too low. The surgeon was able to complete the procedure by increasing the laser energy. There was no harm to the patient.

Manufacturer narrative:
The system was examined and the reported event was not replicated. However, the company representative calibrated the laser to resolve the issue. The system was tested and found to meet product specifications. The laser was manufactured on october 29, 2015. A review of the manufacturing records did not reveal any related non-conformity during manufacturing for this system. Based on qa assessment, the product met specifications at the time of release. The root cause of the reported event can be attributed to the calibration of the system. However, how or when the system became nonconforming cannot be determined conclusively. (B)(4).